Event description:
The customer reported that the device failed to discharge. There was no report of adverse patient impact.

Manufacturer narrative:
The customer reported that the device failed to discharge. There was no report of adverse patient impact. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.